Manufacturer narrative:
Additional information received that the patient underwent an ipg replacement procedure. Patient was happy with stimulation getting coverage. It was reported that ipg was not holding a charge and malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was charging the ipg frequently. The physician recommended an ipg replacement procedure.

Event description:
A report was received that the patient was charging the ipg frequently. The physician recommended an ipg replacement procedure.